Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source - foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the screen on the system was flickering when it was booted up. No patient was present at the time of the event.

Manufacturer narrative:
Additional information: the computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to the application screen. The applications start and run normally. No video issues were observed. No fault found. If information is provided in the future, a supplemental report will be issued.